Event description:
It has been reported that the syringe 1ml ll w/o dn has been found with open packaging before use. The following has been provided by the initial reporter: description: weld not close- syringe not sterilized.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. It was observed there was a partially sealed blister pack with a small opening by the tip of the syringe and the grid pattern seal on the bottom web was pronounced. It appeared the package was also compressed into a "u" shape. From the grid pattern present on the bottom web, it indicates the open seal occurred after the blister pack was sealed. Without any information of the condition of the carton and the one photo provided, it cannot be determined if the defect occurred during the loading of blister packs into the carton or if it was damaged in transit. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found with open packaging before use. The following has been provided by the initial reporter: description: weld not closed, syringe not sterilized.